Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "The collet-tip broke off the blocker inserter when tightening down the blocker in the tulip head."

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the xia 3 titanium universal tightener was confirmed to have a fractured hex tip upon visual inspection. This event occurred during surgery while inserting a blocker into the tulip head. There was no delay in surgery and there were no adverse consequences to the patient. The age of the product should be considered as an underlying cause for the event since it was most likely manufactured in 2007 and is subject to stress and fatigue over time. However, the most likely cause of this event is due to overload of the tip while tightening which was discovered during the material analysis of the fracture point. It is possible that the surgeon used the universal tightener for final tightening of the blocker, which is specifically warned against in the surgical procedure: "the xia® 3 universal tightener is not to be used for final tightening. "However, since we cannot confirm whether the instrument was used properly, the issue cannot be conclusively determined. Conclusion: the cause of this event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that .. "The collet-tip broke off the blocker inserter when tightening down the blocker in the tulip head."